Event description:
It was reported that a scheduled transmission review showed multiple atrial tachy response (atr) episodes with noise on the right atrial (ra) lead. Technical services (ts) further review of the most recent electrograms (egms) showed atr due to noise attributing to oversensing. Ts recommended a lead assessment with a programmer. All other lead measurements were stable along with the battery status. Received additional information the scheduled transmission review showed continued atr episodes with noise on the atrial channel. Noise was also observed on this shock channel. A lead assessment with a programmer was recommended. Lead measurements were stable, and the battery longevity was normal. At this time, the leads and device remain in-service. No adverse patient effects were reported.